Manufacturer narrative:
(B)(4). The product was not returned to the manufacturer for analysis but was sent to an independent laboratory by the explant physician. It was reported in the aforementioned article that the lens underwent gross and light microscopic analysis. The presence of asteriod hyalosis in the patient was confirmed. The deposits were composed of calcium and phosphate. In follow-up we have not been able to obtain any additional information or identify the physician associated with this event.

Event description:
The manufacturer became aware on 06/25/10 that a patient's intraocular lens (iol) was removed and replaced without complication on (B)(6) 2009, approximately 6 years after the initial implant. The cause of the iol explant was a decrease in visual acuity associated with the presence of whitish deposits on the posterior side of the iol in a patient with asteroid hyalosis. This event was described in an article to be published in ophthalmology: journal of the american academy of ophthalmology, title: "calcification of different designs of silicone intraocular lenses in eyes with asteroid hyalosis".